Manufacturer narrative:
Investigation completed on a smiths medical breathing/portex general anesthesia circuits. Sample unit from p/n c45101340-nlj, l/n 4041484 received and tested. The unit passed all functional testing and the complaint was not confirmed. Device engineering reviewed and passed at 100% prior to release of product.

Event description:
Device evaluation completed and summary in h 10.

Event description:
Information received a smiths medical breathing/portex general anesthesia circuits malfunctioned. During the use of the product, the customer noticed air was leaking from it. So he changed it to another new one. No patient injury.